Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: for the item from lot 20063048, the product does not have enough solvent to appropriately keep the junction connected.

Manufacturer narrative:
It was reported that the product does not have enough solvent to appropriately keep the junction connected. Received from the customer was one unused set model 2420-0500 lot 20063048 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the tubing adapter p/n 601529 inlet port. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (tubing to adapter). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2420-0500 lot 20063048 shows that the set was manufactured on 2 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement performed on (B)(6) 20) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 the root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063048, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: for the item from lot 20063048, the product does not have enough solvent to appropriately keep the junction connected.